Event description:
It was reported that while giving an injection with a bioject needle free jet injector, the syringe cracked and some medication (vaccine) squirted into the face of the nurse giving the injection. Following the incident the nurse rinsed her face and eyes. There were no injuries to either the pt or the nurse. No treatment was required.